Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The maryland bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. The instrument has black char marks at the grip base. Any material missing from the damage of the yaw pulley is likely thermally induced rather than mechanically induced.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument rubber was burnt. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the sites robotics coordinator (roco) confirmed the procedure was completed with no reported patient injury. No further information regarding the reported issue was available.